Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Provided ventilator logs contained alarms for high peep. There are no indications of stop of ventilation. Successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator constantly triggered auto peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).